Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. The affected product has been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported that during an infusion of tpn it was noticed that the smartsite needle-free valve became detached from the vygon premicath IV line. The report suggests that the pt did not receive fluid as intended. There are no indications of serious injury to the pt as a result of this incident, however, a new central line had to be inserted.